Manufacturer narrative:
Event reported by request of FDA. Add'l lot# 900272. Add'l device MFR date: 11/20/2008.

Event description:
Valeo pl spacer(s) were revised due to implant migration. The surgeon indicated that the pt reported leg pain during the f/u of the initial surgery. X-rays confirmed that the implant had migrated. There have been several attempts made to contact and schedule a meeting with the surgeon to go over the detail.